Manufacturer narrative:
Based on the analysis of the files provided, the freeze was confirmed for 1 minute until the user plug the tablet again to the docking station. The root cause is not known. No general malfunction is suspected on the device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the screen freezes during stimulator control. The screen unlocked when the tablet was placed on the cradle. The tablet is in 3.14, the event took place with implant 526be06e.